Manufacturer narrative:
A replacement power supply was sent to the customer. Contact was not made with the customer to obtain info regarding this event. A product evaluation revealed that the customer's complaint of hot could not be confirmed; however, the transformer housing was cracked in half, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601 - 1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating / melting issues for which a field action safety notification was initiated on (B)(6) 2011. This issue with a damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, all abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaint data trending will continue to be monitored by medela quality mgmt for investigation / CAPA consideration. Possible resolutions provided to customer. Replacement product or online ordering info.

Event description:
Customer called into customer svc to report that her transformer cord for her pump in style got hot. Customer said it did not work. No fire, no flame, no injury. On (B)(6) 2013 when the transformer was received there was a breach in the housing. Rls.